Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin flows out of the infusion set. Caller alleges insulin flows out at the point where the transfer set couples to the cannula. No adverse event reported. Requested return of the alleged device for evaluation.